Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Revised a mako pst cup and liner due to cup malposition and patient dislocating. The original surgery was (B)(6) 2013 and the liner was revised on (B)(6) 2016 due to dislocation . The stem was a corin mini stem (note: stem has not been revised). Right hip.